Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) has evaluated the iabp and was unable to reproduce the reported issue. However, it is intended to replace the power supply and power switch as a precautionary measure. Further tests are being performed and the iabp will be repaired within a month's time.

Event description:
It was reported that during patient use, the nurse found that the cs100 intra-aortic balloon pump (iabp) was shutting down. Although attempts were made to turn the iabp on and off, the iabp did not restart. The intra-aortic balloon (iab) was removed, and therapy was discontinued as the patient's condition was stable. There was no patient injury or adverse event reported.

Manufacturer narrative:
A getinge representative has advised that no repair of the iabp was performed because the customer will be discarding the iabp and purchasing a new iabp during the month of december.

Event description:
It was reported that during patient use, the nurse found that the cs100 intra-aortic balloon pump (iabp) was shutting down. Although attempts were made to turn the iabp on and off, the iabp did not restart. The intra-aortic balloon (iab) was removed, and therapy was discontinued as the patient's condition was stable. There was no patient injury or adverse event reported.